Manufacturer narrative:
(B)(4). Date sent: 11/29/2021. D4: batch # v94k9y. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was returned with no apparent damage in the external components and with eight malformed clips inside of a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed five conforming clips. In addition, the device locked out as intended. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: insert the clip applier through an appropriately-sized trocar. The empty jaws will passively collapse as they are inserted through a 5 mm trocar and reopen when completely through the trocar. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Prior to loading a clip in the jaws and firing the instrument: ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip." The event described could not be confirmed as during testing, the device performed without any difficulties noted. Although the returned clips were found to be malformed, no conclusion could be reached regarding the cause of the staple malformation. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information received: three photos were received for review. During the visual analysis, the following was observed: the first photo shows a tyvek wrapper from the top view with product code el5ml. The second photo shows a device with the trigger in the open position. The third photo shows some malformed clips/staples inside of a plastic jar. Based on the photos, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned, our evaluation is limited. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, the clips from el5ml became "mis-formed" when fired. It is unknown how procedure was completed. Patient consequence was not reported.